Event description:
It was reported that the device switched off during monitoring. No patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.